Manufacturer narrative:
The final device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.

Event description:
This report summarizes 6 malfunction events, where it was reported there was an inaccurate scale.  There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 3 devices had worn components and one device was not properly calibrated. 1 device was evaluated in the field and the issue was confirmed.  However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported there was an inaccurate scale.  There was no patient involvement.